Event description:
It was reported via social media that the patient experienced hyperglycemia and diabetic ketoacidosis. Their blood glucose levels were reported to have been 685 mg/dl. Patient stated that their omnipod failed and did not alert them. They went to the emergency room were told their liver enzymes were astronomically high, but no treatment was provided. Patient then visited the emergency room again, as suggested by their gastroenterologist. Patient was then diagnosed with dka and was going into liver, spleen, and kidney failure. Patient was treated with heparin shots. No other details were reported. Attempts to obtain additional information have been made and if additional information it received then a supplement report will be submitted.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.